Event description:
The customer reported a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge assembly and cine bridge pcb were evaluated and replaced. The cine hard disk drive was also reformatted as part of the service event. The system was tested and found to be working as intended and returned to service.